Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex entrust with a 7f sheath and 035 guidewire for treatment of an 80mm slightly tortuous, slightly calcified lesion in distal location in the common iliac artery of diameter 7mm which exhibited 60% stenosis. Lesion was pre-dilated using a 6x80 pre-dilation device. Embolic protection was not used. The device was prepped as per IFU. Thumbscrew/ lock-pin was checked for securement prior to procedure. There was no resistance encountered during advancement or excessive force required. The device passed through a previously deployed stent. The lock-pin was removed prior to deployment. The stent deployed but "jumped" leaving part of the dissection uncovered; a second stent (balloon mounted) was then deployed to successfully complete the procedure. Abnormalities reported in relation to patient anatomy - dissection. The dissection occurred during the pre-dilation process - stent was not responsible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.